Event description:
The article reported a case study of a 78 year old male who presented with right thigh and buttock claudication and impotence. In addition to bilateral anterior tibial 100% occlusion, he had a subtotal proximal internal iliac artery complex 90% stenosis. A 6fr sheath was placed and the lesion was crossed with a cougar guide wire. The stenosis was pre-dilated with a 5.0x20mm armada balloon catheter. A 7.0x19mm omnilink stent was deployed however did not fully cover the complex stenosis. Per the physician it may have been due to the ¿watermelon seeding¿ effect. A 8.0x29mm omnilink stent was placed to resolve the stenosis. Six months post procedure the right thigh and buttock claudication had resolved. Details are listed in the article titled, ¿impotence and heart disease: a case report". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported unexpected system motion cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the omnilink elite balloon expanding stent (bes) was deployed however did not fully cover the complex stenosis. Factors that may contribute to the reported unintended system motion include, but are not limited to, stent placement, patient anatomical morphology (calcification, tortuosity), inflation technique during use of the product or under-sizing of the vessel. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported unintended system motion. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: the date of procedure will be estimated as (B)(6) 2016. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article "impotence and heart disease: a case report"